Event description:
It was reported that, the nim system was set up prior to the procedure with the patient interface (pi) box intended to be connected via a wired connection; however, the cord connection did not function, and the system operated in wireless mode. During the procedure, repeated notifications indicated that the wireless connection was limited and prompted the pi box to be plugged in, although it was already connected. Multiple troubleshooting steps were attempted, including switching and flipping cable connections, using a different pi box, and replacing the cable with a new one, but a wired connection could not be established. The procedure involved a very large tumor and was interrupted for approximately one hour due to nim system issues. During this delay, the patient remained under anesthesia and experienced significant bleeding. Troubleshooting efforts were unsuccessful, and the system was replaced with a different nim unit to complete the procedure. There was no patient injury.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1 and serial number: unknown. H6: additional code of imdrf annex g: g02005 is applicable for product ID: nim4cpb1 and serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.